Event description:
An ¿accelerated pump¿ was reported. A replacement at eri was planned, though replacement would probably occur earlier due to the ¿bigger volume discrepancy¿. A refill history was also provided. On (B)(6) 2012, the expected residual volume (erv, 3.9 ml) exceeded the actual residual volume (arv, 0 ml). On (B)(6) 2013, the erv (4.6 ml) exceeded the arv (1.8 ml). On (B)(6) 2013, the erv (4.6 ml) exceeded the arv (1.4 ml). On (B)(6) 2013, the erv (4.6 ml) exceeded the arv (1.6 ml). On (B)(6) 2013, the erv (4.2 ml) exceeded the arv (1.2 ml). There were no patient symptoms or complications associated with this event. The patient¿s status was alive and without injury. The medications used within the system were bupivacaine and hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).